Event description:
Philips received a complaint on a suresigns vs4 nbp, spo2 monitor indicating that the non-invasive blood pressure (nibp) was abnormal. The device was not in clinical use at the time the issue was discovered. There was no adverse or harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #:(B)(6).